Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system was giving dirty cuvette errors. Customer reported that there was water pooling on one side of the instrument. Customer reported that reagent probe a was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) cleaned 40 + cuvettes from the spill. The fse found the leak was from the reagent probe a vacuum valve. The fse replaced the valve.

Manufacturer narrative:
(B)(4).